Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisutre on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Lens tore during delivery into the eye should be corrected to lens was damaged when removing from the vial. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.00/2.5/090 (sphere/cylinder/axis), implantable collamer lens tore during delivery into the eye. There was patient contact (lens touched the eye) but no injury, another lens was implanted. The reporter stated that the patient is in good condition. In the reporters opinion the cause of this event is unknown.